Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was not pacing appropriately, due to oversensing noise. The sensitivity was reprogrammed to mitigate the oversensing and the patient was to be seen again in six months. No adverse patient effects were reported. The lead remains implanted and in service.